Event description:
In 2009, the lay user/patient contacted lifescan argentina (lfs) alleging that his onetouch ultra meter was reading inaccurately and reportedly was hospitalized as a result of the alleged inaccurate meter readings. This complaint is being classified based on the info from the initial call to customer service and from a follow-up call that was made. The pt tests on his meter once a day. It was noted that the pt manages his diabetes with "20 units of lantus in the morning and 8 units of lantus (rapid) depending on his blood glucose." It was noted that the pt would take 8 units of "lantus insulin (rapid)" when his blood glucose levels are between 200-450 mg/dl. The pt indicated that the inaccuracy issue first occurred in late 2008 (unspecified date). On an unspecified date, the pt obtained a "400 mg/dl" meter reading and was not experiencing any symptoms. At the time of the test, the pt was not expecting a different reading. Based on the meter reading, he took 8 units of "lantus insulin (rapid)." The pt claimed that 20 minutes after taking the insulin, his legs were shaking and he felt "dispirited" (faint hearted and discouraged). He did not test when he was experiencing these symptoms. On an unspecified date, the pt was hospitalized. It is unclear what the time difference was from the time the pt obtained the "400 mg/dl" to when the pt was hospitalized. The pt's blood glucose levels were "600 mg/dl" on the hosp meter. He was treated with insulin and hospitalized for 20 days. The pt's diagnosis for his symptoms was because the pt was not taking enough insulin and not watching his diet. The pt also reported results that were obtained in 2009 (same day as the call to customer service). He obtained "80 and 180 mg/dl" within 10 minutes of each other. Based on statistical methodology, the calculated difference of these results is greater than 20%, which exceeds lifescan's precision criteria. When the customer service rep (csr) walked the pt through troubleshooting, the csr discovered that the meter was miscoded, which can contribute to inaccurate meter readings. Replacement products were sent to the pt. There is no indication that the product malfunctioned since the meter was miscoded, which can contribute to inaccurate meter readings. However, this complaint is being reported because the pt allegedly became hyperglycemic and hospitalized after obtaining alleged inaccurate meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.